Manufacturer narrative:
B3 - date of event: date of event was approximated to 06/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It ws reported that the speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, the speed was unstable. No complications were reported.

Event description:
It ws reported that the speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, the speed was unstable. No complications were reported. It was further reported that there was no patient involved, and the issue occurred during preparation. The procedure was completed by restarting the console and the gas line was unplugged and plugged back in. The burr was spinning faster than intended with a set rotational speed at 180,000 and the maximum rotation speed was 210,000 rpm during normal mode.

Manufacturer narrative:
B3: date of event: corrected. D5: operator of device: e1: initial reporter title: corrected. E1: initial reporter first name: corrected. E1: initial reporter last name: corrected. E1: initial reporter phone: corrected. E1: initial reporter fax: corrected. E2: health professional: corrected. E2: occupation: corrected. G2: report source: corrected. H6: impact codes: corrected.

Event description:
It ws reported that the speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, the speed was unstable. No complications were reported. It was further reported that there was no patient involved, and the issue occurred during preparation. The procedure was completed by restarting the console and the gas line was unplugged and plugged back in. The burr was spinning faster than intended with a set rotational speed at 180,000 and the maximum rotation speed was 210,000 rpm during normal mode.